Manufacturer narrative:
The elecsys troponin t hs stat reagent lot number is 827211, and the expiration date is 30-apr-2025. There was no calibration influence observed. Qc was within range prior to the sample measurement. There were no relevant alarms observed. A field service engineer (fse) found that the sipper probe was scratched. The fse replaced the sipper probe, pipettor mixing paddle, and proactively replaced the pipettor tubings and the syringe seals. They cleaned the water inlet filter. A precision check was completed and passed. The investigation was unable to determine a direct root cause due to the limited information about the issue.

Event description:
There was an allegation of a questionable elecsys troponin t hs stat result from the cobas e 411 analyzer (disk system). The initial result was 40.19 ng/l, accompanied by a data flag. A new sample from the same patient was received after 1 hour and the result was 4.21 ng/l. After noticing a variation in the test result, the physician called and requested that the first sample be repeated. The repeat result was 3.35 ng/l, and it was reported to the physician.